Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd prn adapter rubber cap was detached from the plastic and fell off. The following information was provided by the initial reporter: "it was found that the rubber cap on the prn was detached from the plastic and fell off."

Event description:
It was reported that bd prn adapter rubber cap was detached from the plastic and fell off. The following information was provided by the initial reporter: "it was found that the rubber cap on the prn was detached from the plastic and fell off."

Manufacturer narrative:
H6: investigation summary: the customer returned no sample or no defective picture. In response to the event a device history review was conducted for lot number 1229574. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineer have determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper.